Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 25 months after the implantation the patient received inappropriate shocks. The patient was hospitalized and a revision was performed. The patient received a new lead and an ICD. This lead was not returned. Apart from pain caused by inappropriate shocks no adverse patient side effects were reported.

Manufacturer narrative:
The analysis revealed multiple signs of wear along the lead body. In particular between 7 cm and 8 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the lead's motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Furthermore the inner coil was found deformed 2 cm distal to the is-1 connector pin which most likely resulted from overrotation during the retraction of the fixation helix. The manufacturing process for the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.